Event description:
Additional information: the low speed events reportedly resolved without intervention. Further information regarding the reported infection was requested but not provided.

Manufacturer narrative:
Device manufacture date: additional information. Section date rec¿d by MFR: corrected information. Manufacturer's investigation conclusions: a specific cause for the reported event of infection could not conclusively be determined through this evaluation. Additionally, although the analysis of the submitted log files confirmed the report of a low speed event, a specific cause for this event could not conclusively be determined. Analysis of the submitted log files revealed a low speed advisory alarm that was associated with a transient elevation in power (10.3 watts) while the patient was using the power module. Other than this event, the actual speed remained above the low speed limit of 8000 rpm throughout the log files, and the pump appeared to be functioning as intended. Localized, driveline, and pump pocket or pseudo pocket infection are listed in the heartmate ii lvas IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding preventing infection are provided in the IFU and the heartmate ii lvas patient handbook. This IFU also addresses all system controller alarms, including low speed alarms) and how to respond to such events. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient is scheduled to arrive at outpatient due to drive line infection. Routine log file submitted for review revealed a precautious lead compromise. The patient is asymptomatic, with no sign of thrombus, dehydration or arrhythmia. The manufacturer¿s technical services representative reviewed the submitted log files and reported no low speed advisories noted. No unusual events noted. The pump parameters and values are within normal limits. No additional information provided. It was also noted that the log file did not show enough evidence to confirm the cause of the speed drops. The speed drops did occur while connected to the power module so it is possible a percautaneous lead short-to-shield caused the speed drops. No further information was reported.